Manufacturer narrative:
Broken siderail assist cable.

Event description:
It was reported by service report that the siderail is difficult to move and lowers quicker than normal. No pt involvement or adverse consequences are reported.